Manufacturer narrative:
One 8.5f swartz braided introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Event description:
During the atrial fibrillation ablation procedure, there was a blood leak. After the catheter was inserted into the sheath, blood began leaking from the hemostasis valve. The sheath set was replaced and the procedure was completed with no adverse consequences to the patient. No additional puncture was required for replacing the sheath.